Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿ loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. ¿

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(4) 2008. Legal counsel for patient further reported patient allegations of pain, elevated cocr levels and tissue/bone destruction. There was no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that a revision procedure was performed on (B)(6) 2009 and was due to pain, difficulty ambulating, loose stem, yellowish murky fluid, inflammatory tissue, and white fibrous material which is consistent with alval. All components were removed and replaced.